Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received open book image on the insulin pump screen. The customer blood glucose level was 170 mg/dl. The customer stated that while taking a shower it alarmed insulin pump image and turned off. It was also reported that the there were no other insulin pump error alarms displayed before the open book image was displayed on the screen. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.